Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and from the reporter (refer to b5). Based on the results of the investigation, it is likely that the following led to the malfunction: a) stress and external factors and handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The leak was observed during the leak testing at reprocessing. The air leak was around the operation part/bending section of the device.

Event description:
The distributor reported to olympus, the evis lucera duodenovideoscope had issues with water leakage. Upon inspection and testing of the returned device, it was noted that the adhesive part of the lighting lens was peeling off. There was a gap in the lens which could allow dirt to enter the lens. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction of adhesive peeling off the lighting lens that was found during the device evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customers allegation was confirmed. Watertightness was not maintained in the forceps lever due to holes in the curved rubber. It was also noted that the bending angle and play of the angle knob were insufficient due to elongation of the angle wire. There were scratches noted throughout the device. The illumination lens was chipped. The suction cylinder was also scraped. Water coverage was seen on the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.